Event description:
Home patient's (hp) family member contacted baxter's quality assurance (qa) dept to report solution coming out of the top of the patient line of the homechoice set during the prime cycle of the hp's automated peritoneal dialysis (apd) therapy on pt's homechoice machine. The following night hp's family member contacted baxter's technical service center for assistance regarding reported issue. After the technical service center reviewed hp's setup, it was determined that the solution was exiting the patient line of the homechoice set during prime due to the hp stacking their supply bags during prime. Technical service center advised hp against doing so in the future. Hp has had no further issues since making the change in their bag placement. Per hp's family member, no patient injury or medical intervention was associated with this incident.